Manufacturer narrative:
(B)(4). The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and the device functioned as intended. No issues were encountered. The reported complaint could not be confirmed.

Event description:
Customer complaint alleges a "valve malfunction" when trying to inflate the lma. Despite being connected properly to the cuff pilot, the syringe was unable to push air into the lma and properly inflate. Another lma was opened and utilized for the case." Alleged defect reported as detected during "pre-testing, prior to use on patient" no report of patient involvement, harm, or consequence.

Manufacturer narrative:
(B)(4). The device involved in this complaint has been received by the manufacturer. However the evaluation of said device is in progress at the time of this report. At the conclusion of the device evaluation, this report will be updated.

Event description:
Customer complaint alleges a "valve malfunction" when trying to inflate the lma. Despite being connected properly to the cuff pilot, the syringe was unable to push air into the lma and properly inflate. Another lma was opened and utilized for the case." Alleged defect reported as detected during "pre-testing, prior to use on patient" no report of patient involvement, harm, or consequence.